Event description:
I had stinging in my left breast, dizziness, rashes and fatigue, the dr did an EKG, iron and multiple other tests to see what was wrong and also examined my breast. I removed my implants (B)(6) and so far I am not having these symptoms since explant. FDA safety report ID# (B)(4).